Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands began to get stuck and were unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the ligator head outside of the patient, and it was observed that the white band was broken with three bands slightly moved and were caught under the white band. Additionally, the ligator head teeth were bent.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.